Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was an attempted implant. There was difficulty placing the lead due to vessel occlusion and once the lead was placed, the physician was not able to extend the helix. It was withdrawn prior to pocket closure and an alternate lead was placed. No adverse patient effects were reported.